Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor device was used for treatment but was not returned for evaluation. Due to product unavailability, conclusions, investigation and evaluation were limited. Factors that may affect device performance include: device ability, surgical ability, procedure location and tissue condition. Influences that could compromise product performance or integrity that are unrelated to manufacture include: damaged or use of other than recommended prep instrument size or types. Pressure or excess torque applied. Loss of axial alignment. Unexpected or inadequate bone quality resulting in anchor pullout or loss of fixation. Breakage and damage can occur due to use of sharp instruments to manage or control the suture. Per IFU: ¿if more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Breakage of the suture anchors can occur if insertion sites are not prepared with appropriate instrumentation prior to implantation. Use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. Recommended prep instrument for the 4.75mm anchor is a 4.75mm threaded dilator. Final product met predetermined specifications upon release to distribution. If relevant information becomes available to assist with evaluation, the complaint will certainly be revisited.

Manufacturer narrative:
One 72203704 healicoil regenesorb 4.75mm suture anchor product was used for treatment and was returned for evaluation. The inserter, sutures, nose cone, spring and sliding ring components and were returned disassembled. No anchor was returned. Factors that may affect device performance include: device ability, surgical ability, procedure location, tissue, bone and patient condition. The inserter appeared unaffected, although it would require excess force, compression and twisting to disassemble the components. This force and torque would also contribute to anchor breakage. This product is technique driven and compliance with IFU is essential for optimum success. IFU recommends use of a 4.75 threaded dilator for prep of normal bone. Per IFU: use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. No root cause related to the manufacturing of the product was confirmed. Complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Product met specifications upon release to distribution. No further investigation is warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a shoulder arthroscopy the device anchor broke while suturing. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported.